Manufacturer narrative:
Evaluation summary: evaluation was performed and the reported condition of defective ail pcb was confirmed. Failure code 810.03 was found at the start of accuracy test. Inspection of the pump revealed defective air in line printer circuit board (ail pcb) caused the failure code 810.03. Replaced the air in line printer circuit board (ail pcb). (B)(4).

Event description:
During service by baxter, defective air in line printer circuit board (ail pcb) was found on a baxter owned loaner pump. According to the hospital representatives there was no patient injury or medical intervention reported. No additional information or contact was provided.